Event description:
It was reported, the patient needed the pump system explanted due to infection. The patient was having difficulty with tube feedings which caused abdominal distension. This caused pressure on the pump and created ¿pressure necrosis.¿ the patient had an intravenous peripherally inserted central catheter line and was receiving antibiotics. The last refill was (B)(6). The pump was being used to deliver baclofen. Ten days later, it was reported baclofen intrathecal treatment was ongoing and the last refill was 2014 (B)(6). There were no other medications contained in the pump besides lioresal baclofen 2000 micrograms per milliliter at 350 micrograms per day. The patient was taking the following oral medications at the time of the event: colcace, pulmocort, miralax, sq heparin, keppra, carnitine, folic acid, calcium, flonase, bactroban, miacalcin, albuterol, urocholine, and baclofen. The date of onset or diagnosis of the infection was 2014 (B)(6). The patient did not have meningitis. There was wound opening ¿x2¿ over the pump not at incision. The patient had significant abdominal distension and ileus. A culture was obtained from the wound and (B)(6) was cultured. The patient outcome was ongoing. The patient had the risk factor of ¿debilitated status¿ before implantation of the device.

Event description:
It was reported that the reporter received a call from a health care provider (hcp) regarding a patient that had a pump that was eroding internally. Additional information received reported the patient¿s daily dose of lioresal was 100 micrograms per day and intrathecal baclofen treatment was ongoing. The patient had significant ileus and skin breakdown over the pump due to abdominal distention with exposed catheter. There was a pocket erosion. Drug withdrawal symptoms included increased clonus. The infection resolved. Pump explant was reported for 2014-(B)(6). The patient was on baclofen ¿per peg 20 milligrams qed.¿

Manufacturer narrative:
Product ID 8703w, lot# j0056588r, implanted: 2001 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).